Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared a temperature alarm. The customer indicated that the alarm may have occurred because the pump was in a car, however indicated that the temperature conditions were normal. Additionally, the pump felt hot to touch at the time the temperature alarm was declared. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.